Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: when the surgeon moved part of the lung to inspect the bronchus staple line, he saw that the bronchus was wide open. It was unknown if there were malformed staples or staples missing from the staple line on the patient side, but when the surgeon later inspected the specimen, one unformed staple was found. The surgeon over-sewed the bronchus with pledgeted suture. The sales rep could not confirm whether the staples seen on the reload deck were as a result of being in an area where there was no tissue present in the jaws, but the staples were in b-formation consistent with what would be found if there was no tissue in that area of the jaws. The case was completed with the same plee60a without further issue. There were no patient consequences reported.

Event description:
It was reported that during a video-assisted thoracoscopic surgery / lobectomy procedure, after firing on bronchus, surgeon noticed bronchus was not sealed. The rep was present and inspected the reload to find on the right side, middle of reload three rows containing approximately four staples in each row were formed and still in the reload. Surgeon had to suture close the bronchus. The device was fired with three more green reloads on the parenchyma. All other staple lines ok. There were no patient consequences reported.